Event description:
On (B)(6) 2013, the reporter contacted animas indicating a button/keypad tactile changes w/moisture issue. The reporter indicated that the pump¿s audio bolus button was missing and the pump was exposed to moisture. The reporter indicated that the pump was unresponsive to presses and was unable to confirm the verify screen. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/6/2013 with the following findings: the bolus button cover was detached. There's no moisture seen from the outside of the pump. Performed a leak test and found a bolus button leak. Opened pump case and found no evidence of moisture. There's no visible damage to the keypad. All keypad buttons respond properly. Removed the keypad and found no damage or contamination to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.